Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the impedance was out of range greater than 20,000 on c<(>&<)>2 and c<(>&<)>3. Cause/contributing factors were unknown. The physician was planning for surgical intervention, but it had not been scheduled. The issue was not resolved at the time of the report. No patient symptoms were reported.